Event description:
Dentist reported that it has been made an "all in four" to the pt. All implants achieved a primary stability upper 35ncm, except the implant in position #29 that achieved 30ncm. Two months after the surgery there was no osseointegration.